Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2024 at 08:20, our nurse administered an IV indwelling needle infusion in bed 35 and discovered that the tip of the indwelling needle was splitting. This incident may have resulted in a broken vessel, but due to the timely replacement with a new indwelling needle, there were no serious repercussions.

Manufacturer narrative:
1. DHR/bhr review lot#3353582 1-the products of this batch were assembled at intima ii auto line 3 in february 2024, and packaged at r240 package line in february 2024. Work order quantity was 99,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Take the retained sample of this batch for relevant functional tests: lie distance test, penetration force (including needle tip penetration force, catheter tip penetration force and catheter drag force) test. The test results show that they all meet the product specifications. Please see attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the states of indwelling needle tip splitting cannot be identified, the root cause of this defect cannot be confirmed.

Event description:
No additional information provided.